Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump had some blemishes on the screen. Customer disconnected the call and did not want to troubleshoot. Customer stated he was getting a new device and will wait until then. Customer's blood glucose was not provided. No further information reported.